Manufacturer narrative:
Upon reassessment of the reported event, the stem was determined to be not reportable as the bone was fractured prior to the implantation of the stem. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, the stem was determined to be not reportable as the bone was fractured prior to the implantation of the stem. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in a study that during an initial left total hip arthroplasty, intraoperatively, a slight cortical imperfection (incomplete bone fracture) at the medial calcar was identified and cabled. Approximately two and a half months post-op, the patient reports performing all activities of daily living without difficulty or pain and extremely satisfied with the new joint. Attempts have been made and additional information on the reported event is unavailable at this time.